Event description:
During the arthroscopic procedure, extensive abrasion chondroplasy was performed using an arthroscopic shaver (stryker - 3.5 resector shaver. Lot #16215ce2. Ref (B)(4). The surgeon and scrub tech observed what looked like "metallic" looking flecks in the cartilage. The shaver was replaced. The replacement shaver (same lot #) produced the same debris. A 3rd shaver (different lot #) was used functioning appropriately. The visible debris was removed from the cartilage. Potential for artifacts to be seen in future MRI imaging on this patients right knee.